Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was, due to communication failure. Caused by charge-coupled device failure and cable failure. It is presumed, that charge-coupled device failure and cable failure were caused by flooding from cut on cable and from cable boot part. The cause of the biological foreign material/stain in the gaps of the cable could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had no image when plugged in for an unknown procedure. The issue was found during preparation for use. The camera head was removed from circulation and the procedure continued as planned, using a similar device with no delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the charged coupled device failed due to internal water damage. Other reportable findings found were: video connector contact failure due to foreign material, and foreign material in gaps of cable boot. Non-reportable findings found are as follows; leaking cable, boot protector was dislodged, a cut in the cable insulation, and internal metal exposure of the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.